Event description:
Pt recently developed corneal decompensation, right eye. The anterior chamber intraocular lens was explanted and replaced with a posterior chamber intraocular lens, and a corneal graft was done.